Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the tip of the tweezers did not close or open. When placing lightly the hand in the tweezers a part fell off externally. Another device was used to complete the case.